Event description:
In 2007, a customer observed non reproducible replicate results for vitros troponin I and a condition code indicating that the vitros eci analyzer's reagent metering subsystem was not performing optimally. An ocd field engineer was dispatched for service and observed a partially occluded reagent metering probe. The customer contacted ocd again on three days later, after observing a condition code indicating that the vitros eciq analyzer's reagent metering subsystem was not performing optimally. An ocd field engineer was dispatched for service and observed a partially occluded reagent metering probe. Under these conditions, if the occluded probe had not been repaired, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of misreported results or pt harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event indicated a partial occlusion in the reagent metering probe that could impact delivery of reagent fluid. The ocd field engineer (fe) went to the site in 2007 and replaced the probe returning the instrument to expected operation. The fe went back to the site on four days later, and performed service which included replacement of the reagent metering probe and adjustments on positioning of the probe returning the instrument to expected operation. Evaluation of instrument dataloggers have confirmed that error codes observed by the customer were most likely caused by a partially blocked reagent metering probe. Further evaluation of the dataloggers indicated that the following service on each of the service dates listed above the instrument was performing according to expectations. The root cause of this event was a partially occluded reagent metering probe.